Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: component codes: mechanical (g04) - drill. Visual examination of the provided picture identified the portion of the device that is visible in the provided picture matches the product print. The part number etch matches the reported product information; most digits of the lot number etch are not legible due to wear marks on the shaft of the reamer. The device is etched with "ce0086" which indicates that the product was manufactured prior to 6 december 2021 based on print revision history. What can be seen of the cutting feature shows evidence of wear, but it's not clear due to picture quality and angle of the photo. There is evidence of repeated use on the reamer ring subcomponent in the form of scratches and discoloration and along the shaft in the form of wear rings from reaming. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h4; h6. Visual examination of the returned product identified the reamer tips and cutting edges are damaged. The tips are bent inward towards the cannulation. There are a couple areas of the shaft that are showing wear. Laser weld is in tact and all the way around per note 2 on the print. .126 pin fails to pass through the tip of the reamer due to the tips being bent inward towards the cannulation. Zimmer hudson connection is conforming to gage. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested from the hospital and was not returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument it was worn. There is no additional information.